Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located one similar complaint(s) with the same failure mode for this serial number. Case (B)(4) es - drawer failed, require maintenance - (B)(6). A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of medstation es aux (drawer failed) was confirmed during field service engineer (fse) testing: according to work order (B)(4), the field service engineer (fse) performed a reactive field service on the hh cubie drawer enhanced assembly. The station did not display drawer failures, but the customer reported recovery issues with drawers 1.1 and 1.2. The fse observed busy errors, tested both drawer controllers after shutting down the station, and replaced the module controller due to similar failures. After reassembly, an acceptance test confirmed proper operation, and the customer validated successful inventory without delays or harm. From the fse, one pcba pmc v1.06/v0.09bl hh (p/n 151630-01) was received for analysis. A visual inspection was conducted using a calibrated digital microscope (ID: (B)(6), calibrated until 25apr2026). The inspection revealed that resistor r316 showed signs of charring and irregular solder joints, indicating physical damage inconsistent with normal conditions. Dchu laboratory testing was performed on the pcba pmc v1.06/v0.09bl. The pcba pmc v1.06/v0.09bl passed the dmm test and failed hta, indicating a faulty board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was determined, as the hta failed, indicating that the pcba pmc v1.06/v0.09 bl hh was a faulty board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, which located on (B)(6). As per part investigation, it was determined that there was thermal damage observed on the pcba pmc board. There were no adverse events or injuries reported based on this event.